Manufacturer narrative:
Continuation of d10: product ID 97755; serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6),UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a failure with the recharger and that a "no device found" message was seen and there was a recharger antenna failure; there was rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins). The pt emailed into the manufacturer's website. They were having trouble connecting the charging paddle to recharge the battery for the device in their back. It kept losing connection and when it is connected it got very hot and charged extremely slow. The pt then called into the manufacturer's patient services. Pt report about 2 months ago their recharger cord started to get hot to the touch and was "burning their back". Pt mentioned they were not physically burned at all. Pt had no marks left on skin. Pt said they "never thought anything of it" and kept using the rtm until the last three to four days when they would have to spend 45 minutes to 1 hour trying to connect the recharger to the ins to charge the ins. Pt said they had entered passive recharge mode and "it showed 100% accuracy" (the patient services specialist (pss) understood that the pt saw 100's in passive recharge mode). Pt mentioned their ins drained in maybe 1.5 days but this was not an issue until they noticed the ins took longer to charge because of the positioning issues they were exper iencing. Pt had attempted to unplug the recharger and plug it back in several times, but doing this did not resolve the issue. Pt said their spouse had sent their manufacturer's representative several messages over the past 2 weeks or so, but had not heard back. A replacement recharger was sent out. Pt then emailed into the manufacturer's website again. The pt re-reported the previously docume nted information. They also noted they were "in excruciating pain" while trying to find their ideal settings, with no event date given.